Event description:
During a pci treatment procedure, the maverick2 monorail 15x1.5 mm balloon catheter ruptured at ten atms on the first inflation. The lesion being treated was a 99% stenotic lesion in the distal right coronary artery. The physician used a tonokura introducer sheath for vascular access, a launcher guide catheter and a whisper guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'